Event description:
Mental/physical dissonance; I had essure placed as a means of permanent birth control. From day one had heavy bleeding, stomach pains, vaginal discomfort. My back hurts so much every single day. This started in (B)(6) of 2014. When I had a seizure and fell back on the bed paralyzed, I fell back on the bed and laid there for a couple hours with no control of my hands or feet, I couldn't yell or scream or talk out loud. My body was paralyzed. And so began a this back pain. It is in my lower lumbar area "l" on the right side there is a never ending pain. It is constant. It is unrelenting. It hurts all the time. It is feels on the surface of my skin in that spot as if someone is just tickling the same place over and over again. Sometimes if it is on fire, but most of the time it is just that feeling, so there is that all the time, and then there are so many other things. I can't open simple jars of peanut butter, or ranch dressing, I have no power behind my arms. I can't hold things like pencils or a piece of paper small things I can't hold many things and nothing for any length of time, I lose my balance, have and here is the list: sharp/stabbing pelvic pain immediately after and for a couple years- occasionally now as well abnormal menses; still to this day period stop (guess not it comes and goes) discharge (immediately after and occasionally present), uti (have been treated for multiple uti's with no let up of symptoms), loss of libido for years, bleeding/spotting after sex, every time to present day painful periods since essure and present painful intercourse yes to present day, bleeding between periods since essure incontinence since essure sexual dysfunction ( numbness in and around clitoris) urgent/ frequent urination always seriously, always heavy periods only started after essure, breast pain/ tenderness, only occured after essure is still present, chronic back pain/ feet and leg pain, thighs and hips as well- metallic taste in mouth, neurological, mental health documented history of all these headaches or migraines, dizziness, tingling sensations, numbness, brain shocks(?), nerve pain, brain fog ¿ cloudiness, forgetfulness- forgot my own social security number, my own name, names of my children, that I had children, common words, how to say things seizures, stroke symptoms (left side of face paralysis, inability to speak, depression, (sadness/suicidal thoughts) (when you have no idea what is happening or how to explain it and people treat you like you are crazy and no one can or will help you; it is hard to imagine living like this for the rest of your life, suicide seems easy and like less of a burden for family), ringing in ears, (pulsatile tinnitus), black out spells/fainting, diminished brain function (brain fog, confusion, cloudiness, forgetfulness, short term memory loss), ptsd (post traumatic stress disorder) numbness in thigh, (meralgia paresthetica), numbness/tingling in extremities (hands/feet) (all over body at different times), sensation of burning, stinging, tickling or prickling of skin (paresthesia). This is by far the one that has caused me the most discomfort. It is constant and in many places on my body. Nerve pain constant tremors/shakiness, dizziness, food sensitivity, gluten allergy, insomnia, due to pain paresthesia vision problems spots, blurred vision excessive sweating blood in urine. I don't remember and I have a feeling I have already gone through this process. But essure has messed me up so badly I don't quite remember. FDA safety report ID# (B)(4).